Event description:
Boston scientific received information that this right ventricular lead was previously surgically abandoned due to an allergy the patient experienced. A procedure took place after it was noted that this right ventricular lead was exposed from the skin resulting in an infection. During the procedure this lead was attempted to be removed, but the helix was intertwined with the tissue and it was not possible to extract. Finally this lead was removed with a laser lead extraction technique. No adverse patient effects were reported. This lead will not be returned.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.